Event description:
A customer reported an issue with an unresponsive or loose button. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance or follow-up from technical support, and no additional actions were taken.